Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting. Customer¿s blood glucose (bg) level was between 40-345 mg/dl. Customer declined further troubleshooting with tandem technical support regarding low bg.